Event description:
It was reported that a spectrum iq infusion pump did not alarm for an upstream occlusion during an unspecified process step. The nurse forgot to unclamp the tubing and was unaware of this for extended period due as the pump not alarming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number ((B)(6)) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The device evaluated on-site with the clinicians and biomed and were not able to recreate the issue. Should additional relevant information become available, a supplemental report will be submitted.